Event description:
Artifact present during AED deployment.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Result: artifact was present during event. Conclusion: user overcame artifact and the device successfully advised "no shock" on a non-shockable rhythm. Labeling is provided to aid users in overcoming artifact during deployments.